Event description:
Getinge has become aware of an issue involving one of our modular universal table top. As reported, after operations performed on the aforementioned device, skin lesions develop on the patient's skin which required using medical treatment. We decided to report the issue due to the serious injury of the patient.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. D4 serial #: (B)(6). E1 event site name: (B)(6). H4 manufacture date: 12/08/2014, 12/09/2014.